Event description:
A report was received from the father of an in-home device user stating that his son's infusion set was in use for 2 days when the cannula was removed. Upon removal, the site was observed red with some drainage reportedly due to infection. The user went to his physician and was treated with antibiotics. User preps and cleans site using IV prep.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).